Event description:
It was reported the device had a damaged downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a scratched lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged dso seal was the root cause and was replace. The service history review identified no indication that the complaint was related to a service of the device within the review period.